Event description:
During a cath lab procedure, a merit manifold syringe malfunctioned resulting in 10 ml of air injected into the pt's heart. This required medical intervention, including CPR. The pt was revived and stabilized. The merit syringe is a component in a custom procedure kit produced by cardinal health 200, presource products and services, a custom procedure kit company. Located at (B)(4).